Event description:
It was reported to philips that system was not booting up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified that the software was malfunctioned. Upon troubleshooting actions, fse went onsite and reloaded the software and configured settings. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.